Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient providing updated information regarding a previous call. It was reported that the ins appeared to be depleted and reported having difficulties charging. They stated that someone did call them and told them to leave ¿it over the implant¿. It was indicated that the patient was describing the ¿no device found (screen 16)¿ on their controller. The patient was instructed to press recharge. The passive recharge subflow was reviewed with the patient. The patient was told to spend time going through the subflow and then when it flips over to the regular recharge screen the patient should charge the ins and turn stimulation on. The patient had also reported not feeling stimulation. The event date provided as (B)(6) 2019, they stated that it had never charged it fully. An email was sent out to a rep on the patient¿s behalf. The rep replied indicating that they had spoken to the patient multiple times and that there seemed to be some other medical issues complicating their device. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. It was reported that the cause of the inability to charge the ins more than 50% was due to battery charging instructions. The issue was resolved after a training session. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with a neurostimulator for non-malignant pain. It was reported that the patient was not able to get his implantable neurostimulator (ins) charged more than 50% since (B)(6) 2019. A message was sent to local manufacturer representative (rep)¿s and the patient was recommended to follow-up with them to discuss coupling during recharge. There were no reports of medical or therapy issues and no patient symptoms reported. There were no further complications reported or anticipated.